Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Supplemental information: physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(6). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, when attempting to deliver defibrillation energy to a patient, the device dumped the defibrillation energy before a shock could be delivered. The customer stated that the device was able to deliver the defibrillation charge the during the second attempt. There has been no report of any adverse effects caused to the patient during the reported event.